Event description:
During setup for a gallbladder procedure, with c-arm coverage, with the pt on the table, awake and the table in reverse orientation (pt's head at the leg section) the leg section gave way. The pt's head contacted the floor. Pt said she was ok, there was a pillow under her head, and pt was secured to the table with restraints. According to the attending nurse, no intervention such as x-rays or other treatment was performed. The table was taken out of the room, replaced with another table and the procedure was completed without further event.